Event description:
The sinus floor elevation and bone grafting were not completed around the body and apex of the implant installed at the region of the tooth 15. It is very likely that a partial osseointegration occurred, leading to the early failure of the implant.